Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - the root cause of the post-operative stroke is unk.

Event description:
On (B)(6) 2012, the pt underwent treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. The physician reportedly intended to deploy the device just distal to the innominate artery. It was reported the device was advanced and landed slightly forward of the innominate artery in anticipation of the device moving distally during deployment. However, the innominate artery was partially covered when the device was deployed. It was reported the physician elected to leave the device as the innominate was still getting perfusion. The pt tolerated the procedure. On (B)(6) 2012, the pt experienced a stroke. The cause of the stroke is unk. It was reported the pt's condition had improved by (B)(6) 2013.